Event description:
During an arthroscopic labro fixation procedure, the physician reportedly utilized a speedlock knotless implant. The implant was inserted into the pt's bone however, the implant did not release from the handle completely, when the inserter handle was removed from the pt portal, the anchor pulled out of the bone. A second bone hole was drilled and the procedure was completed with a new implant. No pt complications were reported as a result of this event.